Event description:
The complainant reported a 79 year old male patient presenting for impella support. Upon placement of the sheath during implantation, there was a decrease in blood pressure. A fluoroscopy with contrast was utilized to identify a vascular dissection with extravasation. The patient was subsequently administered two units of blood and norepinephrine, before a covered stent was placed to treat the dissection. Following intervention, the impella pump was successfully implanted for patient support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.